Manufacturer narrative:
One sample of disposable tracheostomy tube was received for evaluation and the customer reported complaint was confirmed. A visual inspection was conducted and it was observed the flange was separated from the tube and it was noticed damage on one of the outer cannula holes. A dimensional inspection was performed. It was observed that both holes of the cannula diameters were measured: all dimensional readings were within blueprint specifications. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The customer did not retain the model and lot number which determines the date of manufacture and the 510k.

Event description:
Medtronic received a report that within seconds of being turned onto left side, it was noticed that tracheostomy cannula was protruding approximately 1/2 inch from stoma. The patient was turned away from the ventilator. Proper slack in ventilator tubing (and other tubing types) was ensured prior to being turned over. The patient was laid back down and cannula was carefully pushed back in to ensure airway patency. Closer inspection revealed that the cannula had come separated from the flange. During this time, the cannula was also being held in place to ensure airway protection and to prevent dislodgement of trach (this was done for the entire time it took to exchange trach). Rt and neurosurgery np/intern were notified and came to inspect. The nicu intensivist was contacted shortly after. Because of the potential for great complication, anesthesia and ent were also consulted. A plan was formulated to safely exchange the tube. Ent and anesthesia determined that the best course of action was to do it at the bedside. The trach was exchanged without incident. Throughout the entire incident the patient never desaturated or appeared to be in distress. The patient was sedated throughout the exchange.